Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed power pcb assembly. A replacement for this part is no longer available due to part obsolescence. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device is unexpectedly powering off. There was no report of patient use associated with the reported event.